Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was downloaded which found many high alarm downstream occlusion messages. Visual, functional and occlusion tests were performed and found a damaged and defective downstream occlusion (dso) sensor. The customer's problem was duplicated. The cause of the problem was a defective dso sensor and a damaged dso seal. The dso sensor/seal were replaced in order to fix the issue.

Event description:
It was reported that there was an occlusion error and perforated black membrane. There was unknown patient involvement. No consequences on a patient have been observed.